Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial#(B)(4), implanted: (B)(6) 2009 product type: extension. Product ID: 3708140, serial#(B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead, product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger.

Event description:
It was reported the patient recharged for the first time the weekend prior to report and ¿was only able to charge for 30 minutes because it became intensely painful and was burning.¿ it was further reported the patient observed a ¿hot temperature indicator¿ on the recharger. It was stated that when the patient ¿took it off, she had like a first degree¿ and ¿like a big major sunburn on her back from it.¿ it was additionally reported that the patient¿s implantable neurostimulator (ins) ¿tilted out from under her skin¿ and that it was ¿just under the skin.¿ additional information stated the recharger ¿got hot around her implant site" and left a ¿red mark¿ and that the patient ¿did not seek treatment and was fine¿ at the time of report. It was reported the patient¿s new recharger ¿worked great on her other implant.¿ it was noted the patient had two rechargers at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
Analysis found the complaint was unverified. The recharger antenna cable was discolored.